Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer will continue using the current pump, and technical support arranged to send a replacement pump, instructing the customer to return the problematic pump to tandem via ups within 10 days using a return box and pre-paid label.